Event description:
It was reported that the screen display was frozen on a mobile application. A voluntary report was received on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number (B)(4).